Event description:
Subsequent to the intial MDR being filed additional information was received. The physician stated he felt the cerebral vascular accident was unlikely related to the study stent.

Event description:
It was reported that the index procedure took place on (B)(6) 2010 and involved the implantation of an unknown promus stent. Post coronary procedure on (B)(6) 2011, the patient experienced a stroke. The stroke was confirmed by magnetic resource imaging and computed tomography. A neurological consult was performed and deficits were noted as slurred speech lasting >24 hours, both right and left face deficit, right arm deficit and trunk deficit >24 hours. There was no reported treatment at the time of the event. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. Cerebrovascular accident (stroke) is a known adverse event as listed in the promus instructions for use. Although a conclusive cause for the reported patient effects and the relationship, if any, to the device could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The stent remains in the patient. A follow-up report will be submitted with all additional relevant information.